Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that they were having a CT scan for their kidney stones (unrelated), while patient was coming home after CT scan he started feeling a neurological storm/ electrical shock in right leg. Patient stated he has turned off ins but still felt shocking. No further complications were reported/anticipated.

Manufacturer narrative:
No further follow ups will be submitted under this regulatory report number. Please refer to regulatory report 3004209178-2019-20372 for all future reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient indicated patient love the device system, it had kept patient off opioids for past 5 years, and now patient was back on them. Patient mentioned ins had been off for 1.5 to 2 months. No further complications were reported/anticipated.